Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in sweden. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that before surgery, there was a screw in the handle for tightening handle, it was stuck and the graft was not moving forward when using the handle. There was no patient involvement. Due diligence is complete.